Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's sensor is showing readings different from his blood glucose meter. His blood glucose meter is showing 89 mg/dl while his sensor and insulin pump are showing blood glucose levels in the low 40s mg/dl. The insulin pump is also going into threshold suspend from the wrong blood glucose readings. Troubleshooting was not performed. The product is not being returned. Nothing further was reported.